Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the insulin pump was damaged. The customer¿s blood glucose level was 522mg/dl at the time of the incident. The customer reported that she noticed a crack at her reservoir compartment. The reservoir was able to lock in place when inserted into pump. The customer reported that her high was due to forgetting to bolus after eating and failing to reconnect the site after she finished exercising. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.